Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the device was due for service and the trigger was jammed. The device was repaired, serviced and returned to customer on (B)(4) 2013. Placeholder.

Event description:
Customer returned device to be repaired for an unknown reason. The technician found the device trigger was jammed. This is report 1 of 1 for # (B)(4).